Event description:
It was reported that intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) of 1584 mg/dl. The customer delivered a correction bolus to address their bg. Customer cleared the alarm and resumed insulin delivery to address the issue.